Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received that this was entered in error as this is a duplicate report for MDR # 3013111692-2025-26257. Device received for this event is being corrected from unknown atis ev implant catalog # unk atis ev implant to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information. This follow up report is to report that this MDR is a duplicate of MDR # 3013111692-2025-26257. Please disregard this report due to this being a duplicate report.